Event description:
It was reported that the head end brakes were not functioning properly. No adverse consequence reported.

Manufacturer narrative:
Bed was inspected internally by the maintenance dept. The maintenance dept originally reported a brake issue, however, after stryker's internal investigation, it was determined that the customer was referring to the fowler brake clutch. This component is more commonly referred to as the "fowler clutch" internally at stryker. The component was repaired and returned. Fowler clutch.